Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the patient was receiving an infusion of blinatumomab. At 11:51, the pump alarmed for air in the line due to the drug being depleted in the tubing. It remains unclear whether this issue stemmed from a malfunction of the pump, as the infusion rate was manually programmed and correctly set at 5ml/hr. The bag should have contained at least 120ml, including the overfill volume, which suggests it should not have run dry. Alternatively, it is possible that the bag was inadequately prepared, leading to insufficient volume. The bag had been changed at 13:00 the previous day, indicating it should have had enough volume to last until 13:00 today, yet it did not. The set up was removed and retained at the charge desk, and a new bag was hung on a different pump. There was patient involvement but no harm.

Event description:
It was reported by the customer that the patient was receiving an infusion of blinatumomab. At (B)(6), the pump alarmed for air in the line due to the drug being depleted in the tubing. It remains unclear whether this issue stemmed from a malfunction of the pump, as the infusion rate was manually programmed and correctly set at 5ml/hr. The bag should have contained at least 120ml, including the overfill volume, which suggests it should not have run dry. Alternatively, it is possible that the bag was inadequately prepared, leading to insufficient volume. The bag had been changed at 13:00 the previous day, indicating it should have had enough volume to last until 13:00 today, yet it did not. The set up was removed and retained at the charge desk, and a new bag was hung on a different pump. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source additional information: other occupation, report source other, device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion blinatumomab is being attributed to a defective administration set. ¿ rate accuracy testing was performed on the suspect pump module. Testing showed the returned administration set being defective. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed using a new known good administration set. ¿ spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. ¿ the returned administration set was observed with a bent safety clamp. ¿ the review of the suspect pump module and concomitant pcu error logs showed no errors or malfunctions relevant to the customer¿s complaint. ¿ the review of the concomitant pcu event log showed that on 31dec2024 at 12:59 pm, the user selected the channel and programmed a new infusion with a rate of 5ml/hr, a volume to be infused (vtbi) of 120ml and a concentration of 11.3mcg/120ml. The user started the infusion. The primary volume infused (pvi) was recorded as 2051.67 which is an accumulated total from previous infusions. ¿ at 3:09 pm, the channel alarmed for air-in-line (ail) and the user restarted the infusion. The channel alarmed for safety clamp open for 1 second, indicating the door was closed and the infusion was restarted. ¿ from 5:14 pm to 1jan2025 at 11:39 am, the channel alarmed for ail three (3) times, restarting the infusion after each alarm. The channel alarmed for safety clamp open for 2 seconds, indicating the door was closed and the infusion was restarted. ¿ at 1:48 am, channel alarmed for safety clamp open two (2) times for less than 1 second. The infusion was restarted. ¿ at 2:55 am, channel alarmed for safety clamp open 2 times for 1 second. The infusion was restarted. Pvi was recorded as 2120.11ml ¿ at 4:34 am, the channel alarmed for ail and the user paused the infusion. The channel alarmed for safety clamp open for 29 seconds, indicating the door was closed. The user restarted the infusion. The pvi was recorded as 2128.36ml ¿ at 6:45 am, the channel alarmed for ail. The channel alarmed for safety clamp open 2 times for a total of 4 seconds, indicating the door was closed and the infusion was restarted. The pvi was recorded as 2139.23ml ¿ at 11:59 am, the pump module was channeled off. The pvi was recorded as 2164.44ml ¿ it is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the pcu event log could not determine why the infusion that was programmed to infuse for 24 hours was terminated early after only infusing for approximately 22 hours and 51 minutes. ¿ the alaristm system with guardrailstm suite mx user manual v12.1.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. ¿ verify current primary and secondary infusion parameters prior to starting the infusions. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service: suspect pump module s/n: 12784399 (w/o: 01820432) please replace the bezel assembly as it was disassembly during the investigation. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: 13371236 (w/o: 01820433) repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause for the report of and over infusion of blinatumomab is being attributed to a defective administration set. Note that this report lists imdrf annex a27, (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), c07, d01, d02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.